Event description:
The reporter left a message stating the alarm is not working on the subject pump and she is not able to download data. Animas made several attempts to contact the patient back for more information but was not successful. This complaint is being reported due to the no alarm and can't download data issues. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no alarms related to the complaint in the pump history. No computer operating system or software was reported to animas. The pump was connected to a computer without errors. After several minutes of downloading the pump flashed a "download complete" message. No pump defects were found.